Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 449 mg/dl. The customer was treated for high blood glucose with syringe. The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 449 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did not exit. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. Customer reported insulin exits with the manual prime the customer was advised that the pump is working as designed. The customer was advised the alarm was caused by set/reservoir occlusion.